Event description:
As reported by user facility: upon administering the patient's antibiotic (piperacillin-tazobactam), there was a prior antibiotic in the syringe pump and only half of the medication was given. The syringe is 1488 mg = 18.6 mls. However, 6 mls was still in the antibiotic syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unit was not return to our facility for further evaluation, therefore this complaint was closed as issue reported not confirmed.